Manufacturer narrative:
(B)(4) the involved device has been sent to an outside laboratory for scanning electron microscopy analysis. (B)(4) a review of the complaint device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. (B)(4) the investigation is still on-going. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The ((B)(4)) one retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. The ((B)(4)) the investigation still on-going. A follow-up report will be submitted upon completion of the investigation.

Event description:
During a vascular bypass surgery performed on (B)(6) 2015, a graft oozing was reported after the anastomosis. The graft was explanted and another graft was used. No patient injury was reported.

Manufacturer narrative:
The complaint device has been sent to an outside laboratory for macroscopic and scanning electron microscopy (sem) evaluation. The sem analysis showed no significant abnormality such as tear, hole, filament rupture or sectioning, loss of the textile cohesion, neither macroscopically nor ultrastructurally. The presence of collagen was confirmed. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.